Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: on 7/30/25, I received information that three instances have occurred of our cd003 bag breaking at the [hospital]. I went there today, and the following information was provided. Although the information is not complete, I wanted to communicate it right away. I will be there again tomorrow to continue finding out information. Date: sometime in june product: cd003 or cd001- the hospital was unsure but will look to see if they have the report. Surgeon: possibly dr. [Name] incident: string broke off during removal with the specimen. The bag was accidentally left in the patient. The bag was removed at a later date. Additional information received on 12aug2025 by account manager via email: as of right now, there is not additional information for me to share. I am continuing to pursue answers for the questions below. I will keep you posted. Intervention: the bag was removed at a later date. Patient status: no patient injury indicated.